Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated alpha fetoprotein result on a patient sample on a dimension vista 1500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided by the customer and the instrument data. Hsc review indicated that the reported event is consistent with a specimen integrity issue. The patient sample will not be returned as the original discordant result is non-reproducible. The customer continues to use the analyzer. No product non-conformance was identified with the instrument or the assay. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated alpha fetoprotein (afp) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed the same day on the same instrument and on an alternate dimension vista and lower results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated afp result.